Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). The patient had a previously reported events that were reported under 2031527-2018-00139, 2031527-2018-00482, 2031527-2018-00483 and 2031527-2018-00481. Three (3) ovation ix limb extenders were implanted to resolve these previously reported events. Now approximately four (4) years post initial procedure, it was reported that this patient had an open repair and the devices were explanted on an unknown date. The cause and exact date of the open repair / explanted was not provide however this information has been requested. Subsequent to the initial report, additional information was provided reporting that the patient presented with leg ischemia. A computerized tomography was performed and identified that the aaa at 85mm, the left limb was kinked, there was bilateral iliac embolization and popliteal emboli, as well as contrast outside the graft in the aorta posterior in distal aorta. Additionally, there was no evidence of a type ia endoleak as the stent graft appeared to be well apposed in the neck. On may 24,2019, explant with open repair was performed successfully. Patient was reported to be doing well with palpable pulses.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported open repair was confirmed. The reported indeterminate endoleak, sac growth, leg ischemia, bilateral iliac and popliteal emboli and buckling of the left limb was unconfirmed due to a lack of relevant medical records or imaging. A definitive root cause for the reported events could not be determined as device, user, procedure or anatomy relatedness of these event could not be determined. No procedure related harms for this event were identified. However; the implant was off label per the instructions for use as the iliac diameter right=29.8mm and left=51.5mm (should be 10-23mm), in addition to the use of concomitant product (pre-existing left internal iliac coiling prior to implant, right internal iliac snorkel placed at implant). These conditions could have contributed to the indeterminate endoleak, sac growth, leg ischemia, bilateral iliac and popliteal emboli and bucking of the left limb. The final patient status was discharged on the ninth post-operative day home stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem ¿ updated g1,2: contact office- name has been updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
As to date the incident sample has not been received for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). The patient had a previously reported events that were reported under 2031527-2018-00139, 2031527-2018-00482, 2031527-2018-00483 and 2031527-2018-00481. Three (3) ovation ix limb extenders were implanted to resolve these previously reported events. Now approximately four (4) years post initial procedure, it was reported that this patient had an open repair and the devices were explanted on an unknown date. The cause and exact date of the open repair / explanted was not provide however this information has been requested.